Event description:
Infuse was implanted, without my knowledge, on (B)(6)-2009. Eight days post-op, I had adverse complications with inflammatory response. The implant was put on the left maxillary sinus - of the bone of the skull. I had swelling of the neck and brain tissue, I was so sick I had the implant removed. I now have osteoporosis of the skull bone I didn't have before. I almost died. I was put on disability for 3 months. Dr was negligent and did not disclose.